Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified, revealing that the device presented the f-25 alarm. The f-25 alarm was caused by a damaged cpu board. The device was taken out of service. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-25 alarm (failure in occlusion circuit). This occurred prior to use. There was no patient involvement. No additional information is available.